Event description:
It was reported that during a removal, epidural sheared off in pt. Catheter had been used during labor and delivery. There were no pt complications, further info is being sought.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.